Manufacturer narrative:
The device was returned to the regional service center for inspection and the following reportable malfunction was identified during the device evaluation: component failure of pump head. A root cause could not be identified. Based on the results of the investigation, the cause of the pump head component failure could not be determined. The most likely cause is that the performance of a consumable deteriorated as the number of usages increase. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flushing pump exhibited component failure of the pump head. There was no patient involvement.